Event description:
A customer reported that the wake button on their pump was often unresponsive. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional action was taken.